Event description:
It was reported that a spectrum pump was constantly alarming with "close door messages." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "close door messages" was confirmed through evaluation. Evaluation found that the force required to secure the door was above expected levels, and if not applied my cause the device to alarm to close the door. The door hooks and latch pins were replaced to correct this condition.